Event description:
It was reported that the insulin pump was cracked everywhere and reported to be dead. The blood glucose reading was 7.3 mmol/l. The caller was advised to discontinue use of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.